Event description:
Reportedly, a premature battery depletion occurred requiring device explantation.

Manufacturer narrative:
The event date (b3) was corrected to 26 july 2022 intermediate analysis : review of the provided patient files dated from (B)(6) 2023 led to the following observations: - the rrt was reached on (B)(6) 2023 - an abnormal battery depletion occurred since (B)(6) 2022. - between (B)(6) 2023, right ventricular lead impedance is stable within normal range. Rv coil impedance is slightly fluctuating within normal range. - no reset and no overconsumption were recorded. - no charge and no shock were recorded which could explain the fast battery depletion. The ICD was explanted on (B)(6) 2023 and returned for analysis. ¿ upon reception, the returned device was interrogated: o ventricular channel was with 2,3 v amplitude, and 0.38ms pacing pulse width; o proper sensing and pacing operations were observed; o no overconsumption was observed during consumption measurements by telemetry o battery voltage was measured at 2,57v ¿ then the device was opened to have direct access to internal components: o a detailed visual inspection did not reveal any anomaly; o the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid tests : no significant error considering the battery voltage at reception. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Manufacturer narrative:
Review of the provided patient files dated from 27 august 2023 led to the following observations: - the rrt was reached on (B)(6) 2023 - an abnormal battery depletion occurred since (B)(6) 2022. - between (B)(6) 2023, right ventricular lead impedance is stable within normal range. Rv coil impedance is slightly fluctuating within normal range. No reset and no overconsumption were recorded. No charge and no shock were recorded which could explain the fast battery depletion. The ICD was explanted on (B)(6) 2023 and returned for analysis. Upon reception, the returned device was interrogated: ventricular channel was with 2,3 v amplitude, and 0.38ms pacing pulse width; proper sensing and pacing operations were observed; no overconsumption was observed during consumption measurements by telemetry battery voltage was measured at 2,57v then the device was opened to have direct access to internal components: a detailed visual inspection did not reveal any anomaly; the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid tests : no significant error considering the battery voltage at reception. - the battery was then sent to the manufacturer. The battery analysis revealed two clusters were found inside the battery. One of the cluster was found in contact with the cathode bridge, and lead to the fast battery depletion. - the battery failure is the root cause of the fast battery depletion.

Event description:
Reportedly, a premature battery depletion occurred requiring device explantation.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a premature battery depletion occurred requiring device explantation.